Manufacturer narrative:
(B)(4).

Event description:
T was reported by the surgeon that the patient is possibly having a reaction to the implanted devices. No other patient information is available at this time. It was reported that the surgeon removed the suture that was provided with the osteoraptor device and replaced it with a different suture.

Manufacturer narrative:
Device investigation narrative - due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited. Vlinical investigation narrative - no clinical/medical information has been provided after 3 requests. It was reported there was no delay in surgery or harm being alleged to this patient. Without the relevant clinical information the root cause of the reaction cannot be determined. Therefore, no further clinical/medical investigation is warranted at this time. (B)(4).